Manufacturer narrative:
An event of explant due to thrombosis of the valve that caused its deterioration was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown day in (B)(6) 2022, a 21mm epic tissue heart valve was implanted in a patient. After a year on an unknown date, the patient had thrombosis of the valve that caused its deterioration which was seen on coronary angiotac and echocardiogram. The patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. On (B)(6) 2023 an explant procedure of the device was carried out and a 21mm epic plus supra was implanted as a replacement. It was reported that the patient passed away due to ventricular dysfunction post explant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.